Event description:
It was reported the system failed to boot up. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The surge suppressor board and the power switch was replaced during the service call. The system was tested and found to be working as intended and put back into service.